Event description:
It was further reported that the index procedure was indicated due to thrombosis left forearm graft. A fistulogram was performed revealing fresh thrombus with 30-40% narrowing in the brachial vein distal to the venous anastomosis. The physician advanced a non-bsc angled guide wire and guide catheter to the target lesion. Angioplasty was performed using a sterling balloon followed by a non-bsc balloon inflated to 22atm. Following balloon angioplasty, there was 20% residual stenosis in the left subclavian vein. The brachial vein was then angioplastied to 6mm with no recurrent stenosis. A good thrill was noted, the sheath removed and the patient was taken to the recovery room in stable condition. In the re-intervention procedure a non-bsc 4f thrombectomy catheter was used to remove the thrombosis and balloon fragment. The patient had good thrill and bruit following the procedure.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a fragment of a balloon embolized. The pta was done with a dialysis graft thrombectomy. Post procedure, the patient was in the recovery room when it was noticed that the thrill within the graft was weak indicating low flow. The patient was sent back to the operating room where a repeat thrombectomy was performed, a small piece of balloon was found in the thrombus. The procedure was completed with a different device. No additional complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).